Event description:
It was reported that stent failed to expand occurred. The target lesion was located in the arteriovenous fistula (avf). A 10x60x120 epic stent self expanding was selected for use. During the procedure, it was noted that the stent did not fully expand. The procedure was completed with this device. There were no patient complications as a result of this event.